Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the review by technical support, the user inadvertently programmed the device to bvvi.

Event description:
During follow up in clinic, the device was found in back up vvi mode during interrogation. Review by technical support revealed the device had been programmed this way by the user. The normal settings were restored successfully and the patient is in stable condition.